Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a snowy image. When it was plugged in that morning, a clear screen could not be obtained. The issue was found during the inspection for use. There were no reports of patient involvement.